Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant was returned for investigation with the driver attached. Visual inspection of the as returned products identified that the implant threads were stripped, likely from the removal process. There were noticeable signs of usage around the implant collar and the driver shank. Functional testing was performed for the returned products and it was determined the driver could not be disengaged, even under significant removal force. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2019011575. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa complaint history review was performed for the reported lot number (2019011575) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: h3: device evaluated by manufacturer: change 'no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the implant driver would not disengage from the implant. Tooth location 30.